Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Concomitant medical products - model: 693558, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) called to inquire about a sudden longevity decrease in the patients implantable cardioverter defibrillator (ICD). The patient was seen in office in july and the longevity estimate was noted to be approximately four years remaining. A remote transmission was received recently (approximately four months later) with an estimated longevity of approximately two years and nine months. The caller indicated there have been no therapies and no atrial fibrillation (af). A review of the file showed that over the last several months the atrial pacing rate has increased and another item is an increase in single premature ventricular contractions (pvc) counts that could potentially cause the electrograms (egm) to turn on and off, and not have enough criteria to record an episode. The device remains in use. No patient complications have been reported as a result of this event.